Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. No motor error or excessive no delivery alarms were noted. The motor was tested outside of the device and it passed. The pump passed all the operating currents tested within the specification range and passed the off no power tests. The pump was monitored and tested with no failed battery test alarms noted. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm, no delivery alarm and failed battery test alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. After troubleshooting for failed battery test alarm, customer was not able to clear alarm. Customer was advised that insulin pump would need to be replaced.